Manufacturer narrative:
(B)(4): allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure and mesh was used. The patient experienced an allergic reaction and had to have the mesh removed. Additional information has been requested.